Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 14 mmol/l (252 mg/dl) while wearing the pod for between 4 and 24 hours. The patient reported the cannula was bent and did not properly insert in the infusion site (abdomen). As treatment, a new pod was applied.